Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. The stylus tip position on the touch screen needed calibration. Errors were found in the software history, hinge plate was broken, cord bay latches were broken, there was a small crack in the bezel (considered acceptable), the paper tray was nearly empty. The link electronic module (lem) board was replaced due to error codes found, the connector touch screen was cleaned and re-seated, the touch screen was calibrated according to procedure, the hinge plate was replaced, the cord bay was replaced, paper was added, software was re-installed and updated to the newest version, the device was cleaned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no calibration was possible with the programmer. The programmer was returned for service. There was no patient involvement.